Manufacturer narrative:
(B)(4). Product not returned for evaluation. Send customer to the local pharmacy for replacement. Most likely underlying root cause: mlc-28-there was not enough information to determine the mlurc based on the post market review (B)(4) and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4).

Event description:
Customer care to consumer when they say they need replacement syringes. Due to varying state laws on prescriptions, we do not directly send these types of products to consumers. Please visit your local pharmacy or place of purchase for replacement product.